Manufacturer narrative:
Follow-up # 1 ¿ (07/28/2014), the lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high with the control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that an alleged inaccuracy began ¿around the (B)(6)¿. At an unspecified date/time the patient obtained a control solution result of ¿177 (102-138) mg/dl¿ with the subject meter, which fell above the control solution range printed on the vial of test strips. It is not known what medications, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms. Sometime ¿midday¿ on (B)(6) 2014, the patient stated he went into his doctor¿s office for a visit and his blood glucose was tested with the doctor¿s/clinic meter. The patient did not provide the result(s) obtained with the other device. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.